Event description:
It was reported that the instrument was returned and reported fractured. There was no known patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. Visual inspection of the returned tibial articular surface provisional right size gh found it to exhibit signs of repeated use nicked / gouged and a corner of the post feature has fractured off. Not all pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Complaint is confirmed via product review. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.